Manufacturer narrative:
No malfunction of the mr device or coil used was observed that contributed to the injury. Based on the provided information it is concluded that the bottom part of the dress, which was made of silk and jerry like material, was positioned against the right leg. Therefore the cause of the heating sensation and subsequent deterioration of a 6 cm skin area is concluded to have been caused by the clothing the patient was wearing during the examination. (B)(4).

Event description:
A customer reported to philips that shortly after an examination of a female patient a 5 to 6 centimeter reddened skin area was observed below the right leg with 4 black dots. The female patient was positioned feet first supine to undergo a left knee examination.